Event description:
Complainant alleged that while attending to a patient (age & gender unk), the medic pressed the analyze button on the device charged up, but would not shock and then displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.